Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified below knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres in 3 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.